Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240( air in line) on home choice (hc) during use during cycle 5 of 9. The home patient (hp) had switched off the hc device and on again. Se 2367 occurred. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received by baxter, and the evaluation has not yet been completed. The lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Actual sample was received and evaluated. The system error 2240 (air in line) was not confirmed. The root cause of the complaint was not determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. . Baxter will continue to monitor similar reports to determine if further actions are required